Manufacturer narrative:
The product has not been received within our facility at this time. A follow up report will be submitted as soon as the product is received and final analysis has been conducted.

Event description:
Per received report: once the last coil was successfully placed in the aneurysm, an attempt was made to detach the coil. Despite several attempts, the coil failed to detach. As the coil was pulled out, it detached unintentionally inside the microcatheter. The coil was successfully pushed back into the aneurysm with the use of the device positioning unit (dpu). No pt injury was reported.